Manufacturer narrative:
Upon further review bard medical has determined that this MDR was initially reported in error on a 3500a form. The reported event was found to be exempt from reporting, per exemption e1998006. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that there was difficulty deflating the balloon. The nurse was unable to get all 10ml of water out of the balloon. Only 8ml of water was able to be retrieved. The patient allegedly experienced discomfort; however, there was no patient impact.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was difficulty deflating the balloon. The nurse was unable to get all 10ml of water out of the balloon. Only 8ml of water was able to be retrieved. The patient experienced discomfort; however, there was no patient impact.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex foley cathether ifus are found to be adequate based on past reviews. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was difficulty deflating the balloon. The nurse was unable to get all 10ml of water out of the balloon. Only 8ml of water was able to be retrieved. The patient allegedly experienced discomfort; however, there was no patient impact.